Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) confirmed the fault and order repair materials. Replace the fiber optic assy and perform functional tests, all with satisfactory results.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had error with sensor input . No patient involvement was reported.